Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range, the pacing capture threshold in the right ventricle was rising, and right ventricular undersensing.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/unstable thresholds, a loss of capture, high impedances, as well as over and undersensing of noise. Additionally, the device experienced premature battery depletion. The lead was capped and replaced, and the device was explanted and replaced. No patient complications have been reported as a result of this event.